Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The low frequency attenuation (lfa) filter was programmed on. The patient was stable.